Event description:
It was reported that pump battery did not charge and charging connection was not recognized despite trying different wall adapters and charging cables, with no alerts in pump history and no visible damage to charging port. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate method if needed, and technical support arranged shipment of replacement pump, instructed customer to allow battery to fully deplete before return, to send pump back within 10 days using provided materials, and to enter pump settings and connect continuous glucose monitor on replacement pump.